Manufacturer narrative:
(B)(4). The cause of the event could not be determined with the available information.

Event description:
This is a report of a patient death and ruptured peritoneum coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized two days prior to death for peritonitis. On an unknown date, the patient was transferred to the intensive care unit (ICU) for an unknown reason. The night prior to death, the patient experienced a suspected ruptured peritoneum. The patient died one day later. The patient was not connected to the homechoice at the time of death. The patient had not recovered from peritonitis prior to death. The cause of death was unknown. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. A device history review revealed no nonconformities, failures, rework or deviations documented in the device history record that could be associated with the reported condition. A service history revealed no failures/problems that were related to the reported condition, and there was no indication that the parts replaced during servicing caused or contributed to the reported event. If additional relevant information is received, a supplemental medwatch will be filed.